Event description:
Customer claims that stem on the sonicare for kids chipped his child's tooth. Claims the attachment (brush head) was not in all the way and the stem chipped the child's tooth. Says his mouth is hurting and was bleeding. Says the brush head comes off way too easily.

Manufacturer narrative:
Consumer stated the metal shaft on the sonicare for kids must have vibrated loose causing the brush head to come off when his (B)(6) son was brushing side ways and chipped his tooth. Consumer stated that his tooth was bleeding, but it had stopped. Consumer claimed that the son had a dentist appointment today. Consumer stated that the unit was not dropped and it was purchased last week at (B)(6). Consumer stated that he still has the product and it was requested to be sent back for evaluation.